Manufacturer narrative:
Additional information revealed that a 2x3 coil was erroneously analyzed instead of the reported 2x6 coil, thus resulting in filing of the wrong investigation results. This supplemental contains the analysis of the reported 2x6 coil. Analysis of the returned/reported 2x6 revealed that the coil delivery wire was kinked likely due to handling. The main coil was stretched possibly related to procedural factors during use. The main coil was not broken/ fractured as initially reported, however it is probable that the stretch to the proximal end of the main coil was perceived by the user to be broken and therefore reported as such. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the main coil break.

Event description:
It was reported that during procedure the main coil broke off from the delivery wire in the rotating hemostasis valve of the microcatheter. The coil was removed without any complication to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the main coil was broken from the delivery wire, kinked and stretched. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available and analysis of the device, the reported main coil break was confirmed. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during procedure the main coil broke off from the delivery wire in the rotating hemostasis valve of the microcatheter. The coil was removed without any complication to the patient.

Event description:
It was reported that during procedure the main coil broke off from the delivery wire in the rotating hemostasis valve of the microcatheter. The coil was removed without any complication to the patient.